Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: saline mentor smooth round moderate profile 475cc , catalog number 3501680, lot number and serial number are unknown manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with a saline mentor smooth round moderate profile 475cc and experienced deflation on the right breast implant. The deflation was diagnosed by the healthcare professional via visual examination. As a result, the patient will undergo explantation on (B)(6) 2018.

Manufacturer narrative:
On 09/19/2018, it was reported to mentor that the left breast implant was soft, intact and well positioned. There were no other gross abnormalities of the breasts. The right breast implant was completely deflated. The replacement devices were saline mentor smooth round moderate profile 475cc, catalog number 3501680, serial number (B)(4), lot number 7595675 on the right breast implant and with saline mentor smooth round moderate profile 475cc , catalog number 3501680, serial number (B)(4), lot number 7595675 on the left breast implant. Each implant was filled to 475cc. The patient was in a good condition when was discharged. There were no complications after the surgery. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, device evaluation and investigation have been completed. Upon receipt by mentor, the device returned without fluid. Yellow material was observed within the device. No foreign material was observed on the shell surface. Mentor product analysis lab discovered a rent measuring approximately 0.4 cm within a crease on the anterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the yellow material found on the device. A manufacturing record evaluation (mre) of lot number 6487237 was reviewed and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2018, it was reported to mentor that the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).